Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. One strut at the proximal edge was raised and misaligned. A visual and microscopic examination also identified kinks in the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use and solidified blood was also present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. A pigtail mandrel was inserted into the device during analysis; however, when trying to remove the mandrel, the tip got stretched and the mandrel is left stuck in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, there were difficulties crossing the lesion. The taxus liberte (mr) 28 x 2.75mm was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage.